Manufacturer narrative:
A ge rep evaluated the system and found the memory battery was dead, requiring replacement of the computer. The customer has not yet approved replacement of the computer. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system displayed a memory error and would not boot up. No pt injury was reported.